Event description:
The user reported that the hub cap came off during use. The device was discarded. The user reported two additional events with the same lot number. No harm or injury reported. This is one of three reports for this (B)(4). This event, 1721504-2012-00039, 1721504-2012-00040.

Manufacturer narrative:
Device evaluation: the device is not expected for evaluation/investigation. A follow up report will be sent if additional info becomes available.